Event description:
It was reported that during a wound check, it was observed that the patient had hematoma over the pulse generator and some scabbing on the lateral edge of the incision consistent with bleeding. No action was required. Patient presented to ER a couple of days later complaining of left arm pain and swelling. Noninvasive venous studies of the left upper extremity revealed extensive clots in the left brachial, axillary, mid and distal subclavian veins. The patient was hospitalized and treated with ace wrap. No further swelling noted after discharge.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.